Manufacturer narrative:
Ocd performed a batch review of this lot. All results were satisfactory. (B)(4).

Event description:
Customer reported that a patient with anti-e did not react with vrb151 cells 15, 16, 17 and 20. Patient also had anti-c which was identified. Customer stated that the anti-e was identified using a competitor peg tube method. Reactivity was microscopically positive.